Manufacturer narrative:
Third party field service center.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's display screen was replaced to address the issue.